Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with iso (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per iso(B)(4) and sterility per iso(B)(4) prior to release.

Event description:
It was reported that the patient went to the doctor and was diagnosed with a unknown infection. For treatment, the patient was prescribed cephalexin at 500 mg to take 2 times a day for 10 days. The patient wore the pod between 36 and 48 hours on the arm. The patient's blood glucose (bg) values were at 150 mg/dl. The patient was discharged after 15 minutes.

Manufacturer narrative:
The formed needle was inspected and no damages or defects were found that would contribute to an hcp diagnosed infection or skin condition irritation at the pod infusion site. Additionally, no abnormalities were observed with the adhesive pad or bottom housing that would contribute to the reported events. The cause of the reported hcp diagnosed infection and skin condition irritation could not be conclusively determined.